Event description:
It was reported that the right monitor on the 9800 system had a black image and there was poor image quality in the ap position. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier and the right monitor were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.